Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) and monitor sn (B)(4) has been completed. The reported problem (damaged receptacle) has been confirmed. Upon investigation the monitor's belt receptacle was glued to the trunk cable connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the monitor's belt receptacle and the electrode belt's cable connector were damaged.